Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received a shock for supraventricular tachycardia (svt). Anti-tachycardia pacing (atp) and shocks were not successful in converting the rhythm. It was also noted that there was therapy exhaustion. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.